Event description:
It was reported that pro-vent plus syringe black marker traces were noticed on the syringe, especially around the plunger. The affected syringe was immediately withdrawn. The incident was noticed before use on patient, during the preparation in the treatment room.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 7/14/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received for investigation one unused package of the suspected product. Review of the provided sample showed black markings on the syringe barrel and along the finger flange, thus complaint confirmation. The syringe barrel is a supplied component and sent with graduation markings pre-printed. ICU medical manufacturing does not impact print quality on supplied barrels. During the manufacturing process testing of the heparin and silicone weights are required. The test samples are to be accounted for and not packaged into finished goods. It's possible that one of the test samples was inadvertently packaged into a finished good. As a precaution, a quality alert has been submitted to the manufacturing floor. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue has no history of associated risk.